Manufacturer narrative:
The company service representative examined the system, confirmed but did not replicate the reported event. The company service representative found the fiber to the slit lamp to be damaged. The company service representative suggested the customer replace the fiber. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to damaged slit lamp fiber. However, this is unrelated to the system and the system was found to meet specifications. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic operating console had no power. The physician increased the power, however the equipment was not marked with the laser, which caused pain to the patient. Additional information has been requested. Additional information received clarified that the surgeon completed the surgery with the same console. No medical or surgical intervention was required. The patient recovered from the event.